Event description:
It was reported that the pt underwent spinal surgery from l1 to s1 with instrumentation. During surgery, the hex end of the driver broke while advancing the pedicle screw. No pt complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for eval. Approx 4mm of the tip has been broken off consistent with interface during tightening. The fracture surface analysis revealed a fairly brittle fracture surface and circular material flow consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.